Event description:
Information was received that this smiths medfusion 3500 pump exhibited motor error and motor not moving alarm . It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One medfusion pump was returned for analysis. The visual inspection of the pump found counterfeit top case and the bottom case was cracked by the ac power receptacle. Functional testing included "occlusion testing". The pump gave "motor rate error" during occlusion testing. The customer stated issue was able to be duplicated. The problem source was identified as combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Pump was over 10 years old. The reported issue occurred due to the normal wear.